Event description:
Customer reported the system intermittently displays x-ray security error and the touch screen is not accurate. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hand switch, foot switch and generator interface board. Performed touch screen calibration. Tested, system operates as intended.